Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of pump flow was most likely cannula kink occurred due patient anatomy has shorter ascending aorta. The cause of cannula kink was most likely due patient anatomy has shorter ascending aorta.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 50-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. The implant was initially successful. Approximately 20 minutes after insertion, the pump began experiencing suction events. Fluoroscopic evaluation demonstrated a kink in the cannula at the level of the motor housing. No patient injury occurred. It was noted that the patient had a shorter ascending aorta, contributing to the anatomic challenge. The device was removed and replaced with another impella cp without issue, and the patient survived to explant. The reported events include low pump flow, product damage, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.